Event description:
It was reported to boston scientific that an advanix biliary stent (lot number unknown) was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the ampulla and bile duct. The exact procedure date is unknown. It was reported that the procedure occurred approximately a few weeks prior to (B)(6) 2023. On (B)(6) 2023, during a planned stent removal procedure, the stent could not be found. The advanix biliary stent was believed to have migrated distally and passed naturally and a new stent was implanted successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.